Event description:
The issue involves cerner provision document imaging utilized to capture non-clinical images. In cerner provision document imaging, an older version of the images may be displayed. Pt care could be adversely affected, as clinicians could deliver incorrect care based on an out-of-date non-clinical document such as advanced directives or living wills. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2010 to all potentially impacted client sites. The software notification includes a description of the issue and a software patch is included to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.